Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -11.5/2.0/093 (sphere/cylinder/axis) tore before/during loading on (B)(6) 2022. On (B)(6) 2022, a replacement lens was implanted into the patient's right eye (od) and the problem was resolved. The cause is unknown.

Manufacturer narrative:
(B)(4).